Event description:
Blanketrol iii induced hypothermia machine malfunctioned during use on infant. Machine kept reading low water despite adequate volume of water in machine and would not reset so switched to second blanketrol iii machine and sent the first one to biomed "cooling blanket leaking; blanket defective; changed to new cooling blanket". "When removing the eeg electrodes from infants scalp, the md accidently pierced the cooling blanket and the blanket was leaking water so was replaced with new cooling blanket".